Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of below 50 mg/dl. The customer experienced different blood glucose level of 200 mg/dl and 60 mg/dl. Troubleshooting was declined by the customer for low blood glucose level. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 221 mg/dl and the sensor glucose was 60 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event 60 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and insulin pump will not be returned for analysis.